Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported issue. The fse saw that the probe was bent. Then by using the supplied service cd the fse replaced the probe with a new one and checked the probe adjustments which were to specification. To verify the fse ran tosoh controls which passed well within range. The g8 analyzer was functioning as intended with all errors cleared. No further action required by field service. The probable cause of the event was a bent probe. A complaint history review for (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There was one (1) similar complaint identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported a bent sample needle on the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.